Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to complete the testing due to multiple pump error. The customer¿s blood glucose value was 147 mg/dl. The customer was reported that the insulin pump had multiple pump error. The customer was advised that the insulin pump needed to be replaced and was advised to replace the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and test self test. Pump error 63 alarm and error 4 found in the pump history file due to software error.